Event description:
Hcp reports patient had numbness in their legs. Pt then had an abdominal laparoscopy with a post-operative diagnosis of transverse myelitis. Following surgery the patient was paralyzed. The hcp reported this is not associated with the drug infusion system.